Event description:
It was reported that pump experienced malfunction code 12, with no notable events occurring before issue and no information provided about impact to customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through reset of pump, and malfunction did not recur after reset, so customer was advised to continue using pump and to call back if problem returned, which caller acknowledged and understood.